Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ moisture) issue. It was alleged that there was moisture corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump black box data indicated two replace battery alarms; however, no evidence of short battery life was observed. During a visual inspection of the pump, the battery compartment was observed to be cracked. The battery cap did not secure properly to the pump, and evidence of moisture ingress was found on the underside of the cap. Current draws measured within specifications. A leak test was performed and confirmed a battery compartment leak. The pump case was removed and further evidence of moisture was found. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.